Event description:
It was reported that following re-establishment of retroaortic access, the physician elected to return to the original basal septal target location. According to the procedure report, ebr personnel advised that the target location required extreme delivery sheath deflection and recommended selecting an alternative location requiring less deflection. The physician elected to proceed with the original target location. During navigation of the delivery system, progressive hypotension was noted by anesthesia. Echocardiography reportedly demonstrated no evidence of pericardial effusion. Ebr personnel recommended removal of sheath deflection to reduce potential pressure on surrounding structures; however, the procedure continued. The patient's blood pressure continued to decline, and ventricular tachycardia was subsequently observed, requiring three external defibrillation shocks. Sinus rhythm was restored, the procedure was aborted, and the patient was transferred to the ICU for monitoring. Per site report, the patient stabilized shortly thereafter. Please see associated MDR# 3013596742-2026-.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.